Event description:
A medtronic representative reported that, while in a spine procedure, during navigation, the software became unresponsive. The mouse and cursor were active, however, the software would not advance. In trouble-shooting, the mouse and keyboard connections were addressed and the software resumed normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact to patient outcome.

Manufacturer narrative:
Medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. The reported issue could not be duplicated. System is functioning as expected. No further issues have been reported.